Event description:
On (B)(6) a 5 hour radical cystoprostatectomy surgery was performed at (B)(6) hosp (B)(6). A monitoring dispersive electrode (model wr21) and a rem equipped tyco healthcare valleylab force fx were used. The patient was described as slim. The patient was lying on the back with legs in lithotomy position. The dispersive electrode was placed on the left thigh. It was reported that no hair was underneath the electrode at the placement site and the electrode was adhering well to the patient skin. The patient skin was not cleaned, shaven, dried, disinfected and no ointment had been used. The patient temperature was managed by a "bearhugger on upper body". The generator output was described as cut 40 and caog 40. The electrode adhered well to the skin. After the procedure 2 blisters (sizes app. 1x2 cm each) were detected underneath the adhesive tape of the dispersive electrode. The injury was characterized as "blisters + white tissue of burn with erythema around." The injury was treated with flamazine and mepitel, "a graft may be needed later."

Manufacturer narrative:
The retained samples of the involved lot have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All samples were found to perform within limits. The adhesive performance was also tested for 4 hours on a test person. No faults could be detected. Photos of the injury and of the electrode were taken right after the procedure and sent to us. On these electrode images the blisters appear to extend beyond the electrode area. Where they were covered with the electrode's adhesive tape, the skin was removed. The electrode itself does not show any signs of burnt matter but only some hair and the removed skin. Based on the information available no conclusion can be drawn so far. We will try to obtained additional information and will provide a follow up report.